Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was explanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received on 1/2/2019 concerning catheter revision.

Event description:
A health care professional reported that the patient was having surgery that was unrelated to pump therapy. Surgical intervention was taken to revise the catheter by removing the catheter out of the surgeon's line. This was to prevent the surgeon from cutting the catheter and to ensure the patient will get pain relief.